Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a motor error alarm once and several no delivery alarms. Customer stated that the insulin pump had nothing in it and the pump alarmed no delivery. Customer does not currently have the pump. Customer stated that sometimes he would receive the no delivery during the manual prime. Customer's blood glucose was 460 mg/dl at the time of the incident. Customer tried with the pump and then gave a shot to treat. Customer reported that the alarm was resolved by a complete set change. Customer changed the set twice before giving up. Customer does not want to return the set for analysis. Customer was not able to troubleshoot at the time of the call. Customer stated that he has 3 reservoirs to return.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.